Event description:
I have enclosed the survey form, which was hard for me to fill out with an ink pen. I wanted to explain that I had purchased the mouth guard on (B)(6) 2012, the mouth guard split. I am requesting a replacement mouth guard in a two pack would you replace both mouth guards or just one? Once you replace the mouth guard, am I still entitled to a replacement if the new one becomes defected?

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.